Manufacturer narrative:
The device was returned to zoll medical singapore; the customer's report was duplicated and attributed to the digital board. It is recommended that the digital board be replaced to resolve the report. The repair was declined, therefore, the device was labelled not for clinical use and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.